Event description:
Consumer reported after injecting 2 different needles noticed two dots at each injection site. Using finger to scrape skin, a very tiny piece of metal came out of the site. She saved one of the piece and placed it within scotch tape for our review. Denied reuse. Will also send unused samples from this box. Dc lot # 4093071 catalog# 320109 date of event unknown sample status awaiting sample.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.